Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room with inappropriate shocks for post sensed t wave oversensing. The device oversensed t waves and provided inappropriate therapy. Programming changes were performed to address oversensing. Patient was stable.